Manufacturer narrative:
The probable root cause may be attributed to improper system functionality of the gtc feature, resulting on incorrect image orientation. The issue was resolved by reseating the endoscope, then pressing the clutch button on arm to cancel the gtc function and reset the image orientation. Intuitive followed up and obtained additional information: the customer used a 30 degree endoscope plus. The surgeon's head was inside the high-resolution stereo viewer of the console. The surgeon was not attempting to manipulate the instruments from the surgeon console. It was noted the endoscope rotated immediately after attaching it to the arm. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collision. Issue occurred several times in a row. There was no injury to the patient. The endoscope was inspected prior to use. There was no damage out of the ordinary. The endoscope would not be available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reset the guided tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the endoscope rotated after installing it on the arm which was resolved by re-installing it several times. It was explained that the issue was due to a guided tool change and advised him to reset it by pressing the clutch button. The procedure was completed with no reported injury.